Event description:
Caller reported an inform system (B)(6) blood glucose result of 68 mg/dl, lab result of 21 mg/dl. Lab sample was drawn within 10 minutes of the inform test. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.